Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The customer stated that the power cord became loose from the laser. The cord sparked and shocked an employee when plugged in. The user facility took it out of service when this happened, tightened it up and it worked just fine.

Manufacturer narrative:
Customer reported that their was no injury to the person that was shocked. There was no damage to skin, no bleeding, no blistering, no loss of consciousness. There was no injury from muscular contraction. No medical intervention was needed. Investigation ¿ evaluation. The odyssey laser 30-watt generator and power cord were not returned for analysis; therefore, a physical investigation could not be performed. According to the customer, they took this generator out of service and fixed the issue on site. Afterwards, this device worked just fine. Based on the provided information a definitive root cause cannot be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.

Event description:
Customer reported that their was not injury to the person that was shocked. There was no damage to skin, no bleeding, no blistering, no loss of consciousness. There was no injury from muscular contraction. No medical intervention was needed.